Event description:
Additional information from the physician/author stated that the observed vascular complications were related to the femoral access technique and not to the actual valve. No difference was observed in the rate of vascular complication between the medtronic and non-medtronic products. Also, the device serial numbers were not available and no device was explanted.

Manufacturer narrative:
Citation: fink n. Vascular complications in steroid treated patients undergoing transfemoral aortic valve implantation. Catheterization and cardiovascular interventions 87:341¿346 (2016). E-published may 23, 2015. Date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding a study performed to assess the rate of vascular complications in steroid treated patients undergoing transfemoral aortic valve implantation. This was a retrospective study of patients from one institution between 2009 and 2013. The study population included 220 patients (predominantly female; mean age 81 &#6200; years), 148 of which were implanted with a medtronic corevalve (serial numbers not provided). Among all patients a total of 50 deaths occurred during the study. The causes of death were not provided. None of the deaths were attributed to medtronic product. Among all patients the following adverse events occurred: 134 paravalvular leak of unknown severity, 3 paravalvular leak of moderate to severe severity, 1 coronary obstruction, 6 cardiac tamponade, 10 valve migration, 7 peri-procedural myocardial infarction, 6 stroke, 52 bleeding events (12 of which were major bleeding events), 9 acute kidney injuries, and 22 atrio-ventricular block. Intervention was required for the following events: 13 second valve implant and 56 permanent pacemaker implant. Additionally, the following issues occurred at the femoral artery access site: pseudo-aneurysm, stenosis, occlusion, perforation, and dissection requiring percutaneous transluminal angioplasty or stenting. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.